Event description:
It was reported that the lead was explanted as the lead conductor was visibly externalized. The externalized conductor was confirmed via fluoroscopy. The lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriately shock therapy to the patient. After analysis of the system it was noted that this ICD recorded a code 1005 indicative an open circuit condition detected during shock delivery. Due to this the battery of the device reached battery capacity depletion. After review of the system, high out of range shock lead impedance measurements were observed on the right ventricular channel. The patient is planned for a procedure in the near future. This lead was replaced. During the explant procedure, it was noted that the lead conductor was visibly externalized. The externalized conductor was confirmed via fluoroscopy. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: bsc aware date. B5: describe event or problem field. H6: patient codes. H6: device codes. H6: impact codes.